Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers nurse reported via phone call that customer was hospitalized due to high and low blood glucose on (B)(6) 2021. Customer¿s low blood glucose was 20 mg/dl and high blood glucose was in 640 mg/dl. Customer¿s current blood glucose was 157 mg/dl. Customer¿s blood glucose was treated with intravenous insulin infusion drip and food. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose and declined for high blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not applicable at the time of event. Customer stated they suspended insulin pump and blood glucose after insulin pump resumed read 492mg/dl. The insulin pump will not be returned for analysis.